Event description:
I was diagnosed with type 1 diabetes on (B)(6) 1977. I am currently using the dexcom g7 continuous glucose monitoring (cgm) system in conjunction with a tandem insulin pump. The dexcom g7 sensor I am presently using has been providing inaccurate glucose readings. On multiple occasions, the device has displayed elevated glucose values of approximately 184 mg/dl. However, confirmatory fingerstick testing shows my actual blood glucose level to be approximately 140 mg/dl at those times. Because my insulin pump relies on cgm data to automate insulin delivery, these falsely elevated readings have resulted in the administration of insulin that I did not need. This has created a risk of hypoglycemia. The sensor was applied to the back of my arm after cleaning the site, following dexcom's instructions for proper placement and adhesion.